Event description:
The anesthesia unit was not working properly which caused the ventilation to stop on the unit. The doctor had to manually ventilate the patient because the pressure support did not work. Manufacturer response for anesthesia unit, anesthesia unit (per site reporter): they plan on sending educators to the hospital. They state this is an education issue but this happening too often at this hospital. The problems are spread out between multiple doctors.